Event description:
The pregnant customer alleges back to back results of 131 mg/dl on her meter and in the 600's on her dr's meter. She states she has had to go to the hospital numerous times due to hb and that her doctor put her on insulin to control her bg levels. No report of an adverse event. Controls were not run. Return requested and replacement was sent.